Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum dec 16, 2022: name of the procedure is not known. How much delay occurred due to the event is not known, but possibly the delay was approximately 20 minutes. Information if additional anesthesia was administered to the patient is not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 1 year since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. The device is not available for evaluation; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, when the doctor inserted the device into the patient¿s duodenum, the endoscopic image did not appear to be as required. The doctor checked the issue with the nurse. It was then realized that the disposable distal cover had not been attached to the device by the nurse. The doctor carefully removed the device from the patient, attached the distal cover, and proceeded with the procedure. There were no further issues to be observed. The procedure was completed. There is no harm or adverse impact to the patient. The nurse was inexperienced, and the doctor was a junior doctor. The device had not been inspected properly prior to beginning the procedure, leading to the event.